Event description:
The physician was performing a sphincterotomy on a 66 y/o female pt with medical conditions unknown. During the procedure, the cutting wire detached from the pt's ampulla. The sphincterotomy was completed with another device successfully. The cutting wire was then removed with biopsy forceps. The pt is reported to be in satisfactory condition and no further complications occurred.